Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a patient being treated for sepsis received an over infusion of precedex. A 100ml (sodium chloride 0.9%) bag containing 400mcg of precedex with an intended dose rate of 0.1-1.5mcg/kg/hour to infuse the total 100ml bag volume. After the clinician programmed the infusion via guardrails and barcode scanning, they left the room for ten (10) minutes and returned to find the entire bag had infused expectedly quickly. Following the infusion, the patient required vasopressors to increase blood pressure and supplemental oxygen. The patient "turned around quickly and is back to baseline."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient being treated for sepsis received an over infusion of precedex. A 100ml (sodium chloride 0.9%) bag containing 400mcg of precedex with an intended dose rate of 0.1-1.5mcg/kg/hour to infuse the total 100ml bag volume. After the clinician programmed the infusion via guardrails and barcode scanning , they left the room for ten (10) minutes and returned to find the entire bag had infused expectedly quickly. Following the infusion, the patient required vasopressors to increase blood pressure and supplemental oxygen. The patient "turned around quickly and is back to baseline."